Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and did not confirm autofill failure in the event logs. The fse stated that the unit passed all calibration, functional and safety tests performed and was then returned to customer and cleared for clinical use.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had an autofill failure. There was no harm reported.